Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the heartstart mrx was having ECG errors during use. There is no indication of patient impact as a second defib was used during the event.